Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 22-APR-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of Full Height Cubie Drawer - (CUBIE drawer/Device not detected on bus) was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4), the Field Service Engineer (FSE) reported that the FH auxiliary drawer 6 was not on bus and no lights were on board, so the FSE replaced the Pyxibus module controller (PMC) board. The FSE ran the final test on HTA (hardware test application), and it passed. User successfully did inventory for the drawer. The report was closed. During DCHU Visual Inspection:PN 151903-01: The PCBA FH CUBIE PMC was received with signs of thermal damage on component U300 and capacitor C302, no other issues were observed during visual inspection. During DCHU Testing:PN 151903-01: No DCHU testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported issue was identified as thermal damage to component U300 and capacitor C302 on the Full Height Cubie PMC circuit board (PN 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer which prevented it from recovery and proper functioning.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the full height drawer 6 not detected on bus.As per part investigation, it was determined that thermal damage to component U300 and capacitor C302 on the Full Height Cubie PMC circuit board.There were no adverse events or injuries reported based on this event.